Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for what appeared to be oversensed noise. It was also noted that the smart pass feature had been disabled. There was an additional untreated episode observed. Technical services (ts) was contacted, reviewed the data and noted small r waved. Ts recommended reprogramming options and follow up to evaluate the position of the system. This electrode remains in service. No additional adverse patient effects were reported.